Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home pt disconnected their transfer set from the pt line of the homechoice machine. The initial report indicates that the home pt may have reconnected to the setup to continue their drain cycle. However, the home pt cannot verify the detalls of this incident. Baxter's technical service center assisted the home pt's spouse in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt.